Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. (B)(4). A review of the manufacturing records for the device could not be conducted at the moment because the serial/lot number remains unknown.

Event description:
It was reported to gore that when deploying the first step of a gore® tag® conformable thoracic stent graft, the deployment line broke and got detached from the handle. The device at that moment deployed a few centimeters and the distal portion was constrained. With the guidance of a gore field sales associate on the phone, the physician used the back-up deployment mechanism and was able to pull the deployment line and fully deploy step one. The physician then successfully deployed the device fully with the original handle. Due to this incident, the device placement was not optimal and the device is off by ca 2 cm from the initially intended location. However, there is no leak and the aneurysm is successfully treated and the patient was not harmed.

Manufacturer narrative:
The initial report (manufacturer report number 2017233-2022-02914) was sent in error. This event meets the specification of a non-reportable event, as the deployment was able to be completed using the device¿s back-up deployment mechanism. The sub-optimal device placement also did not lead to any coverage of any vessels or patient harm. A review of the manufacturing records indicated the lot met all pre-release specifications and the device evaluation confirmed the broken primary deployment line with no other abnormalities observed. A reason for the primary deployment line separating at its connector cannot be determined with the currently available information. The information provided is a known and foreseeable risk that is captured in our risk management documents. In addition, this type of events will be tracked as well as included in our trend analysis reports. This report is therefore being retracted.